Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with a native bicuspid aortic valve, the valve embolized post deployment. The valve embolization was caused by the patient¿s native bicuspid anatomy and ventricular hypertrophy. It was reported that the patient was correctly sized for the valve, and that a stability test was performed prior to releasing the valve. Subsequently, a second valve was implanted valve-in-valve. No additional adverse patient effects were reported as a result of the embolized valve.